Event description:
During analysis of the returned device, it was noted that the main coil was broken. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the delivery wire was kinked. The main coil was kinked and broken. The proximal contact was bent. There was excess amount of blood noted inside the introducer sheath. During functional analysis, friction was experienced when advancing the coil through the introducer sheath, likely due to the damage observed to the coil. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
During analysis of the returned device, it was noted that the main coil was broken. There were no clinical consequences reported to the patient.